Event description:
The following was reported by the surgeon: it was reported that the physician used ventrio st mesh during an open ventral hernia case. They put suture in 4 quadrants to pretension the mesh, they tied it off. The surgeon deployed 3 fasteners then tugged lightly on the mesh and the mesh pulled out of all three fastener heads. They tried it again after putting more tacks in and the same thing happened. In the first attempt he placed them midway from the midline split in the mesh to the prementioned suture. The second time he moved about 2-3 inches was from the initial area. They used a different manufacturer's tacker to finish the procedure. As the mesh was compromised by the damage it sustained, it could impact its performance and as a result an MDR is being filed to document this event.

Manufacturer narrative:
The mesh was implanted in the patient, therefore no evaluation can be performed. The fixation device was not returned, but based on the issue reported it performed as intended and did not malfunction. A review of the manufacturing records for the mesh was performed and there was no evidence of a manufacturing related cause for the reported event. As reported the surgeon placed suture and then three fasteners were placed in one quadrant in the mesh. He then pulled the mesh to check to see if the fasteners were secure. The mesh was pulled through the heads of the fasteners. As described it appears the force applied to the device resulted in damage to the mesh. If fasteners were placed in each quadrant it would have evenly distributed the load. At this time no definitive conclusion can be made, however it appears that the issue was related to force applied to the device. If additional information is provided, a supplemental report will be submitted.